Event description:
A second battery was returned to the manufacturer due to a prophylactic replacement. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller and battery (B)(4) were returned for evaluation. (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of the manufacturing records confirmed that the associated batteries met all requirements for release. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port one and two (1 and 2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. An internal investigation was opened to evaluate hairline cracks on controller 2.0s and implement corrective actions as required. Based on the investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned battery, (B)(4), revealed that the device passed visual inspection. Functional testing revealed that the battery had a faulty internal cell pair. Additionally, the reported event was confirmed through log file analysis which revealed that (B)(4) was involved in a controller fault alarm on (B)(6) 2018 at 20:23:25 due to a faulty cell in the battery. As part of an in internal investigation initiated in (B)(6) 2016, any remaining batteries with lishen hvad battery packs were recalled. The most likely root cause of the reported event can be attributed to a faulty cell pair. Additional products: battery (B)(4). H3: yes h6 FDA method code(s): 3331, 4112, 4114 h6 FDA results code(s): 131 h6: FDA conclusion code(s): 23 d1: heartware ventricular assist system ¿ battery d4: battery / (B)(4) / model #: 1650de / catalog #: 1650de / expiration date: 2015-06-30 UDI #: (B)(4). D10: yes, return date: 2019-01-08 h3: yes h4: mfg date: 2014-06-30 h5: no h6: device code(s): c63030 h6: FDA method code(s): 10, 3331, 4112 h6: FDA results code(s): 131 h6: FDA conclusion code(s): 23 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery / (B)(4)/ model #: 1650de / catalog #: 1650de / expiration date: 2015-07-31 device evaluation anticipated, but not yet begun mfg date: 2014-07-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a controller fault alarm suspected to be caused by the battery. The battery and controller were exchanged. No patient complications have been reported as a result of this event.